Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level and diabetic ketoacidosis; a bg level was not provided. The contact alleged that the pump is not delivering insulin; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy.